Event description:
Further info was received from the customer in a voluntary medwatch. The report had the following info: "approx 700cc IV fluid infused in one hour - even though pump was set at 75cc/hr & the infused volume on the pump readout showed 304cc. In the IV fluids was 20meq potassium chloride. Code used - could find no other code applicable. Co rep notified shortly after incident by biomed. A stat potassium level was drawn at the time of incident - was not repeated prior to discharge."

Event description:
Report received of an over-delivery of pitocin. It was reported that the pt's IV was 1000ml d5lr with 20meq of kci and 20 units of pitocin infusing at 75ml/hour. The nurse reported that she hung a new IV at 1600 and that at between 1700 and 1730, while she was assisting the pt to the commode, she noted that there was only 300ml of fluid left in the IV bag. She reports that the pump indicated that 304ml had been infused. According to the customer contact, the pt was asymptomatic, the IV was immediately stopped, the pt was assessed and the md was notified. A new IV of d5lr with no additives was resumed at 75ml/hour with a different pump. It was reported that there was no adverse pt event as a result. Though requested, there was no further info available.